Event description:
The customer's mother reported via phone call that the insulin pump was exposed to water and was not functioning properly. The customer's mother reported that the insulin pump was vibrating and went blank immediately after water exposure. Customer's mother also reported that the device had a constant tone. Blood glucose level at the time of the call was 174 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.